Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch number was reported as follows: batch ah2626 mfg date: 11/22/2016, exp date: 10/31/2021. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Evaluation summary: a fracture was observed at the suture attachment of sample b. One side of sample b was received, the mating fracture surface was not provided for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2018 and suture was used. The needle broke during use. There was no patient consequence reported. During evaluation, the needle was found broken.